Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. It was revealed that the rv lead was not adequately inserted into the device header. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition.